Event description:
Vascade closure device: the release cover/key to unlock the collagen plug would not release and white piece broke off from device and never released the plug to be deployed. Device removed with no harm to patient. Pressure held for closure.